Event description:
Customer reported receiving a reading of 105 mg/dl with his freestyle meter and took insulin as prescribed by doctor. After about 30 minutes, customer began not feeling well. Customer reported having the following symptoms: sweating, blurred vision and felt like he was having an insulin reaction. He tested again and got a reading of 188 mg/dl and knew that something was not right. He waited a while and tested again and received a reading of 195 mg/dl. As the customer still did not feel well, he ingested syrup and orange juice to bring his glucose level up. He began feeling better right away. The reported glucose readings received from the freestyle meter were not consistent with the customer's symptoms or with how he treated himself.